Event description:
(B) (4). It was reported that following a coronary artery drug-eluting stenting treatment procedure, the patient presented with in-stent restenosis. The index procedure treated the 90% stenosed, 2.25x8mm target lesion located in the 2nd obtuse marginal branch. Treatment consisted of pre-dilatation with a 1.5x2.0mm maverick balloon inflated to 12 atmospheres (atms) and the placement of a 2.25x12mm study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2009, the patient presented with cardiac chest pain. Angiography revealed a 90% restenosis of the taxus express2 stent implanted in the 1st diagonal branch and an 80% stenosed lesion in the mid right coronary artery (rca). The 1st diagonal branch was treated with angioplasty and the placement of an unspecified promus stent resulting in 0% residual stenosis. The mid rca was treated with angioplasty and the placement of an unspecified taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.